Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the surgeon used high force to fire the device. After the third firing with the gold reload, the jaw of the device could not open. The surgeon used new device to cut and staple the tissue. There was no report on the patient injury.

Manufacturer narrative:
(B)(4). Additional information: the ec60 device was returned with the closing trigger and anvil closed. An ecr60d cartridge was received loaded on the device fully fired and in good visual conditions. Upon further inspection the knife was noted to be jammed and not in its home position. Furthermore tissue with several b-shaped staples was noted between the cartridge deck and anvil. The knife was returned to its home position and then the device was tested for functionality with a test reload; the device achieved a complete 3-strokes fire without any difficulties noted. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.